Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose levels were 500 mg/dl and 40 mg/dl, 193 mg/dl. The customer treated low blood glucose with food. It was reported that retainer ring was cracked. Reservoir was able to lock in place. Based on customer¿s report customer did not allege over delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high or low blood glucose. The customer was reported that the insulin pump was not on auto mode at the time of incident. The insulin pump will be returned for analysis.